Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a partner contacted support to report low blood glucose for the user and was instructed to perform a confirmatory fingerstick and treat with oral glucose, and troubleshooting and education were completed during follow-up. Symptoms included hypoglycemia. Outcomes included resolution at home without medical intervention or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device malfunction or alarm-related issues could be confirmed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.